Event description:
It was reported that the customer was hosptital with high blood sugars. Co was unable to troubleshoot the unit because of a low battery alarm. Request to call back once the batteries replaced.